Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received possible inappropriate shocks. Technical services (ts) noted there was a possible atrial arrhythmia that conducted to the ventricle within therapy zones. This occurred in 2 different episodes. Ts discussed programming optimization to be evaluated by the health care professional (hcp). The device remains in service. No adverse patient effects were reported.